Event description:
Revision surgery - due to poly swap for unknown reason.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2025-00711, 346-16-707, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.